Event description:
It was reported that at the beginning of a surgical procedure at the user facility that the cable was causing the headpiece to unintentionally activate. The procedure was completed successfully. No clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event was not duplicated and no failures were confirmed as the product for this investigation was not available by the customer for device evaluation. The customer reported that they had discarded the cable and that it was no longer available for evaluation.

Event description:
It was reported that at the beginning of a surgical procedure at the user facility, the cable was causing the headpiece to unintentionally activate. The procedure was completed successfully. No clinically significant delay, no medical intervention and no adverse consequences were reported with this event.